Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing more pain and was having issues walking. It was also reported that the patients spinal cord stimulator (scs) was not working. The patient underwent an ipg replacement procedure and was doing well postoperatively.